Event description:
It was reported by the customer that the pyxis medstation es system station had drawer failed. A field service engineer verified that the customer is utilizing an alternative pyxis system to locate medications for patients, ensuring that there is no harm or delay in the administration of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that auxiliary full height drawer 5 is not opening. A field service engineer inspected the station and determined that the left rail was rigid. The system was powered down, and the left rail slide was replaced. The system functioned as intended after field service engineer troubleshooted the device.